Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. An xtw clip(20620r161) successfully grasped the leaflets. However, the gradient rose to 6 mmhg with a heart frequency of 50. The xtw clip was removed from the patient and the patients gradients returned to baseline. An nt clip (20120r155) was used instead. The nt clip was prepared per instructions for use (IFU) and successfully grasped the leaflets. During establishing final arm angle (efaa) the clip opened more than the allowed 5 - 10 degrees. The physician performed troubleshooting, however the clip still failed efaa. In addition, after the physician performed the troubleshooting it was noticed that the nt clip closed further than before, resulting in another high mean pressure gradient of 7mmhg. Therefore, the physician decided to abort the procedure. No clips were implanted. The patients pressure gradient returned to baseline and the mr remained at grade 3-4. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the previously filed report, additional information was received: it was noted that the nt clip opened from 5 degrees to 30 degrees while establishing final arm angle. No additional information was provided.